Event description:
A report was received that the patient's leads were producing high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Sc-2218-50 (sn#(B)(4)): device evaluation indicated that the complaint of high impedances was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead, approximately 22.61 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. There were no exposed cables. The broken cables resulted in the reported complaint of high impedance. Sc-2218-50 (sn#(B)(4)): device evaluation indicated that the complaint of high impedances was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 24.50 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. There were no exposed cables. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient's leads were producing high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. It was also reported that the physician observed black spot on one of the lead bodies possibly from cautery damage during initial implant procedure that might be the cause of some high impedances. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient's leads were producing high impedances. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient's leads were producing high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and the ipg were replaced. The physician believed the falls damaged the ipg. It was also reported that the physician observed black spot on one of the lead bodies possibly from cautery damage during initial implant procedure that might be the cause of some high impedances. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.